Event description:
Reportedly, during setup, the display did not work and a black screen appeared. There was a "no communication" alarm. The device was not used on a patient when the event occurred.

Manufacturer narrative:
(B)(4).